Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that one of the distal cutting edges of the device is broken. Also, it was noted under the other cutting edges an abrasion mark. However, the broken piece was not returned for investigation. The cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-1410lp low profile reamer broke. This was discovered during a procedure on (B)(6) 2023. No further information was given at this time.